Manufacturer narrative:
The pump alarmed motor error during the rewind due an out of phase motor encoder signal. Unable to verify the motor position encoder error or perform the basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test or unexpected restart tests and all operating current measurements due to the constant motor error alarm. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer stated that the device was exposed to high magnetic fields during a procedure. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.